Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the implant of the 29mm sapien 3 valve, once the delivery system was placed in the abdominal aorta, it was not possible to "insert the balloon inside the valve" and the devices were removed. There was no consequence to the patient. The procedure was completed with a non-edwards valve. Preliminary engineering inspection of the returned device revealed: there was a kink on the balloon shaft distal to the double markers, the inflation balloon was bunched up and folded over the nose tip, there was compression on the flex shaft, and flex tip gouges were observed. The inflation to crimp balloon bond appears intact, there was a pinhole near the crimp balloon and middle marker band, there was leakage from underneath the strain relief, and blood was observed inside the handle. The delivery system was able to be pulled to the valve alignment marker and locked, and full fine adjust was able to be used. Coagulated blood was retrieved when trying to deflate the balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed that there was compression at the distal flex shaft, severe flex tip gouges, the inflation balloon was wrinkled at the distal end, and there was a pinhole on the crimp balloon. After functional testing, the device was disassembled and a break was found in the balloon shaft. During functional testing, the delivery system was able to be pulled to valve alignment position and locked. Full fine adjust was able to be used. An attempt was made to inflate the delivery system balloon. Leakage was noted at the crimp balloon as well as within the handle. During dimensional analysis, the double wall thickness measurements were taken on the crimp balloon near the pinhole and was found to meet specifications. The balloon shaft outer diameter measurements were taken distal and proximal to the stop sleeve and was found to meet specifications. Imagery (procedural cine) was provided and reviewed. The following observations relevant to the complaint event were made: the thv exits the sheath and travels through some slightly tortuous anatomy, during which time the thv is canted relative to the flex tip. The thv is partially aligned on the inflation balloon. Severe diving of the valve into the flex tip is seen, and the balloon spring is compressed, suggesting difficulty aligning the valve. Although this section appears to be straight, it is not known if valve alignment was performed at this location. The valve is seen partially aligned in the annulus, with the flex tip pulled back. There is no imagery provided of attempted inflation of the balloon. Based on the imagery, the complaint of difficulty with valve alignment was confirmed. Per imagery review, significant valve diving was present during valve alignment. This may have been due to valve alignment being performed in a non-straight section. Imagery showed the valve canted relative to the flex tip, indicating that the delivery system went through a tortuous section of anatomy. Significant flex tip gouges were also visible on the returned device. Both valve diving and flex tip gouges are indicative of high valve alignment forces. A previously completed engineering study correlated valve alignment in a non-straight section to valve diving and high alignment forces. Due to the high valve alignment forces, the balloon shaft may have been pulled harder to complete valve alignment. The high force exerted when pulling the balloon shaft likely caused the damage to the balloon shaft and balloon, resulting in the leakage observed on both components. The likely root cause of the complaints is patient factors (tortuosity) and procedural factors (valve diving). During the manufacturing process, the entire delivery system is visually inspected and tested several times. The balloons are 100% inspected for wall thickness, working length, balloon diameter, and visual defects. Prior to the balloon pleat, fold, & forming process, balloon size is inspected. The formed balloon is inspected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. 100% inspection of fine adjust function is performed. 100% inspection of collet/shaft clearance is performed. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Samples were taken for testing, and no failures occurred during product verification testing and the lot was released. During the functional product verification testing, the devices are visually inspected for physical defects or damage, and tested for balloon burst pressure. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system difficulty with valve alignment was confirmed by imagery review. The complaints for delivery system leakage and balloon leakage were confirmed by inspection of the returned device. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient factors (tortuosity) and procedural factors (valve diving) may have contributed to the events. A review of device history record (DHR), complaint history, lot history and manufacturing mitigations did not indicate that a manufacturing issue was that source of the complaint. A review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the trend categories. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.